Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. It was also unknown if the patient was hospitalized. On (B)(6) 2011, the patient began remedial treatment with reflin (1gm ip daily) and fortum (1gm ip daily). The event of peritonitis was resolving. Dianeal pd2 ultrabag therapy was ongoing as well as remedial treatment with reflin and fortum. Concomitant medications were not reported. The nurse stated the event of peritonitis was unrelated to dianeal pd2 ultrabag therapy.